Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for 2 days; however, no specific values were provided. Reportedly, the customer changed their infusion set 3 times and administered a manual injection to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.